Manufacturer narrative:
H6: medical device problem code 1494- indications for use. Visual inspections were performed on the returned device. The reported suture detachment was not confirmed; however a needle to cuff miss was observed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, the pre-close technique not being used for a large bore hole. The electronic proglide instructions for use states: for access sites in the common femoral artery using 5f to 24f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The IFU deviation would not have contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a venous closure of the right common femoral vein was attempted with a proglide device after an electrophysiology interventional procedure with a large bore hole. Reportedly, upon pull back of the proglide device, a suture break occurred. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.